Event description:
It was reported that on (B)(6) 2023. A 23mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The patient presented with severe calcification and calcification connected to the left ventricular outflow tract (lvot), as well as mild-moderate aortic insufficiency. Valve dimensions were as follows: valsalva diameter: 27mm, valsalva sinus height: 19mm, circumference of valve ring diameter: 67mm, ascending aorta diameter: 32mm. Sufficient calcification was present to allow seating. The 23mm navitor was deployed successfully at 1mm non-coronary cusp (ncc) and 4mm left coronary cusp (lcc). A mild/moderate perivalvular leak (pvl) observed after placement. The pvl was seen all around but was most prevalent on the right coronary cusp (rcc) side. There was a highly calcified nodule in the rcc, and the calcification was particularly inhibiting expansion. There was no deployment or retraction difficulties. Post implant balloon valvuloplasty was not performed due to concerns of annulus rupture. A follow-up echocardiogram after the procedure on (B)(6) 2023. Diagnosed the pvl as moderate. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The patient presented with severe calcification and calcification connected to the left ventricular outflow tract (lvot), as well as mild-moderate aortic insufficiency. Valve dimensions were as follows: valsalva diameter: 27mm, valsalva sinus height: 19mm, circumference of valve ring diameter: 67mm, ascending aorta diameter: 32mm. Sufficient calcification was present to allow seating. The 23mm navitor was deployed successfully at 1mm non-coronary cusp (ncc) and 4mm left coronary cusp (lcc). A mild/moderate perivalvular leak (pvl) observed after placement. The pvl was seen all around but was most prevalent on the right coronary cusp (rcc) side. There was a highly calcified nodule in the rcc, and the calcification was particularly inhibiting expansion. There was no deployment or retraction difficulties. Post implant balloon valvuloplasty was not performed due to concerns of annulus rupture. A follow-up echocardiogram after the procedure on (B)(6) 2023 diagnosed the pvl as moderate. The patient was reported to be stable and discharged. No additional information was provided.

Manufacturer narrative:
An event of mild-moderate perivalvular leak upon placement of valve, under expansion due to calcification, and calcification connected to the left ventricular outflow tract, as well as mild-moderate aortic insufficiency was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There was no deployment or retraction difficulties. Based on the information received, the cause of the reported incident is consistent with a severely calcified annulus, but could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.